Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out-of-range pace impedance measurements. Review of stored data showed the trend began approximately 3 months earlier. Loss of lv capture was also observed at maximum output. The patient reported increased lethargy but no other patient impact was observed. Lv therapy was programmed off pending revision at a yet to be determined time. No adverse patient effects were reported.